Manufacturer narrative:
(B)(4). Baxter medical assessment: endometriosis by itself can cause of contribute to abdominal pain and inflammatory reaction, ultimately leading to postoperative adhesion formation. While the extent of irrigation and amounts of product use have not been documented, based on recent peer-reviewed publications and similar adverse event reports it appears biologically plausible that in the absence of meticulous excess product irrigation floseal may potentially contribute to adhesion formation. Although a detailed investigation and follow up of the relevant product application details in this case is not feasible, in a very conservative medical device vigilance approach we categorize this report as possibly related to the application of floseal. A follow-up report will be submitted upon receipt and evaluation of additional information.

Event description:
After excession of endometriosis, the patient states that they developed constant abdominal pain and inflammation. After having a laparoscopy in (B)(6) 2013, it was discovered that the patient had glanulomous scar tissue as a result of floseal use during the excession. Patient would like further information and clarification. No additional information provided.

Manufacturer narrative:
(B)(4). Baxter (B)(4) completed the investigation. Sample evaluation and batch review could not be performed as no sample or lot number was provided. No trend was identified. Per (B)(4), the manufacturing process could not be evaluated as no sample or lot number was provided therefore no further investigation is required.this case will be kept on file for trending purposes.